Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr), primary jet located on the lateral side of a2p2 (anterior and posterior leaflet segments 2), and anterior prolapse for a mitraclip procedure. The clip looked satisfactory in all views. A single leaflet device attachment (slda) occurred after deployment of an xtw clip. The clip was detached from the anterior leaflet. There was no leaflet injury or damage to the leaflet reported. The second clip was in the left atrium when the slda occurred. There was no observed clip-to-clip interaction. The second mitraclip xtw was implanted lateral to the first clip and a mitraclip xt was placed medial to the original clip. The final mr was grade 2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.